Manufacturer narrative:
The product was discarded. Therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. A manufacturing record evaluation was performed for the finished device and no internal actions were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA.

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure for with a thermocool® sf nav uni-directional catheter and suffered cardiac tamponade. During mapping phase in the right ventricle with the thermocool® sf nav uni-directional catheter, pericardial effusion was noticed. The patient's blood pressure dropped, and pericardial effusion was confirmed by echocardiogram and x-ray. Pericardiocentesis was performed to remove 300cc of fluid. Extended hospitalization was required for monitoring following pericardiocentesis. Thereafter, patient was reported to be in stable condition. No ablations were delivered. No transseptal was performed and no steam pop was reported. Patient had fully recovered. The patient's condition was resolved. Physician¿s opinion on the cause of this adverse event was both the procedure and patient condition. Irrigated catheter flow settings were set at 2 ml/min. No error messages observed on biosense webster equipment during the procedure. No error messages on any biosense webster inc. (Bwi) equipment was reported.